Event description:
During a follow-up, high threshold, decrease in sensing and low impedance were observed. Fluoroscopy revealed that the lead was pulled backed from the rv apex. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.